Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected flashing display after the device was dropped. Blood glucose value was 432 mg/dl at the time of the incident. No troubleshooting was performed for the high blood glucose value. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments or partial display due to constant blank or flashing white light. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.